Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) reported three pictures . During testing of the cuff of the returned sample was inflated using a syringe with air, then the product was immersed in the water in order to detect any leakage .the complaint for cuff leaking is confirmed. According to rmp 1031 rev.001 ?risk management plan summary for blue line ultra / blue line ultra suction aid tracheostomy? This are the controls during manufacturing process for leaking failure mode. The cuff tear occurs during tracheostomy procedure due to contact with sharp edge which is in conflict with IFU page 4: "guard against cuff damage by avoiding contact with sharp edges." The device passed all functional testing prior to release and cause believe to occur after left manufacturing.

Event description:
It was reported that immediately after intubating the product into the patient, when the customer put air in the cuff, leakage of air from it was observed. So he changed the product to another new one. After that, no anomaly was found. No patient injury.